Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced uncomfortable stimulation in the pocket. Patient has been reprogrammed several times and x-rays were taken that showed the leads and ipg were still in good placement. Due to this issue, the patient may undergo surgical intervention.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively. Issue resolved.